Event description:
The customer reported the system's leg extension was broken and the maximum dose rate for high level fluoro was above guidelines. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The dose rate was adjusted in high level fluoro. Repairs on the leg extension were not disclosed. The system was then found to be operating as intended.